Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was hearing "music" intermittently from their device. Patient was checked by the physician and it was found that the bi-ventricular leads were "clinging together." The device was turned off until after scar tissue had formed and then the device was turned back on. The leads are still in use. No patient complications have been reported as a result of this event.